Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis on (B)(6) and needs stay safe 1.5% solution for on-site delivery (osd). In additional follow-up, the patient¿s pd nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 due to symptoms of abdominal pain. The patient had a pd culture obtained (the same day) and the patient was initiated on antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) while culture results were pending. Per the nurse, the pd culture resulted with growth of yeast on (B)(6) 2024. Additionally, it was reported that the patient¿s abdominal pain persisted (despite antibiotic treatment). Therefore, the patient was sent to the hospital (and admitted) for further management medical of peritonitis as the patient needs anti-fungal therapy and possible pd catheter (not a fresenius product) removal. No further details about the hospitalization were available when follow-up was performed. The exact cause of the peritonitis was not able to be identified by the pd nurse. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be established. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which is often associated with the pd catheter being the source of infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis on (B)(6) and needs stay safe 1.5% solution for on-site delivery (osd). In additional follow-up, the patient¿s pd nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 due to symptoms of abdominal pain. The patient had a pd culture obtained (the same day) and the patient was initiated on antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) while culture results were pending. Per the nurse, the pd culture resulted with growth of yeast on (B)(6) 2024. Additionally, it was reported that the patient¿s abdominal pain persisted (despite antibiotic treatment). Therefore, the patient was sent to the hospital (and admitted) for further management medical of peritonitis as the patient needs anti-fungal therapy and possible pd catheter (not a fresenius product) removal. No further details about the hospitalization were available when follow-up was performed. The exact cause of the peritonitis was not able to be identified by the pd nurse. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient's doctor suggested that the fungal peritonitis may have been caused by the pd catheter.